Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire, the jaws locked on the tissue. It was resolved by pulling open the jaws with force. There was no patient injury.